Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate and an occlusion alarm. The customer reloaded the cartridge and received a accurate fill estimate reading and after the occlusion alarm, the insulin delivery was resumed without any pump supply change. The customer had not received another alarm. The customer's blood glucose level was not impacted.